Event description:
It was reported that the device reached elective replacement indicator and there was premature battery depletion noted. During the replacement procedure on (B)(6) 2017, it was found out that there was foreign substance in the connector part of the ventricular port. Discoloration of the synthetic resin was suspected. The device was replaced. Patient was stable.

Manufacturer narrative:
Interrogation of the device revealed that the device was at eri when received. A longevity calculation was performed and found that the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.